Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for fibrin was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to fibrin were observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure mode (fibrin/fibrin clots) because the defect was not evident in the testing of the customer lot samples. The analytes demonstrated clinically acceptable performance for all visual observations evaluated in both retain and control tubes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes experienced clotting/micro clots/fibrin clots. This event occurred 160 times. The following information was provided by the initial reporter: translated to english. The customer stated "the storage environment is room temperature, the method of on-site observation of blood collection is using bd vacuum blood collection tube. Collect animal blood. Mix thoroughly after collection. Let stand for more than 30 minutes. After centrifugation at 1800g for 15 minutes, 5, and 400 samples in the same batch, 40% of the specimens had fibrin filaments; there are about 160 problems. The customer has 3 boxes of products. The actual number of defects is expected to be more.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes experienced clotting/micro clots/fibrin clots. This event occurred 160 times. The following information was provided by the initial reporter: translated to english. The customer stated "the storage environment is room temperature, the method of on-site observation of blood collection is using bd vacuum blood collection tube. Collect animal blood. Mix thoroughly after collection. Let stand for more than 30 minutes. After centrifugation at 1800g for 15 minutes, 5, and 400 samples in the same batch, 40% of the specimens had fibrin filaments; there are about 160 problems. The customer has 3 boxes of products. The actual number of defects is expected to be more.